Event description:
Chemo site venous access disc removed on 07/17/97. Catheter tip had broken off at a prior time which necessitated removal of catheter. Port and approximately 4-6 inches of catheter removed. Catheter end uneven.